Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer did not treat or change set when high blood glucose appeared. Reviewed programming and it appeared to be correct.